Event description:
Allegedly, px underwent tkr on (B)(6) 2016, revised on (B)(6) 2022 due to infection. Underwent washout and liner exchange only. Does not need to be reported to the tga as the revision occurred due to infection (exemption rule #8).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.